Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a cerebrospinal fluid leakage during a trial procedure. As a result, the lead was removed and a blood patch was performed. Reportedly, the patient has a headache which has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.